Manufacturer narrative:
(B)(4). Batch #u5a39f. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload, however, did not achieved and complete firing sequence. Further analysis showed that the reverse button was damaged. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what caused the damage to the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic colon resection, on the first firing of the stapler with a blue reload, no buttressing material, the doctor fired the stapler and the knife blade advanced, deploying about four staples, then stopped. The doctor wasn't able to reverse the knife blade and used the manual override to remove the stapler from tissue. A second like stapler was used to complete the procedure. There were no patient consequences reported.